Manufacturer narrative:
(B)(4). Approximate age of device is 3 months and 2 days. A full evaluation of the explanted device could not be conducted as it was retained by the hospital. The report of thrombus was however confirmed via photographs provided by the hospital. The photographs revealed a thrombus formation surrounding the rotor's bearing ball. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined, it could have contributed to the patient's elevated ldh values, as well as the transient power elevations that were confirmed through the analysis of the patient¿s historical log file data. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the clinical team had noted pump power spikes beginning in (B)(6) 2015. The patient's lactate dehydrogenase (ldh) level was elevated at 1100 u/l but the patient did not report any physical complaints at that time. During the first week of (B)(6) 2015, the patient reported feeling the pump resonating in their thorax. The patient's ldh was 2100 u/l, but the patient was otherwise asymptomatic. Subsequently, the patient's pump was exchanged on (B)(6) 2015. Since the exchange the patient's ldh value has reportedly improved significantly and the patient is recovering. The explanted device was retained by the hospital and would not be returned for analysis. No further information was provided.